Manufacturer narrative:
1/27/97-it has come to co's attention that two events were inadvertently submitted under the same MFR report number, 1219161-1996-147. The first submission was sent on 10/2/96 and should be disregarded. The second submission was sent on 10/15/96 and is correct. All future submissions under MFR report number 1219161-1996-147 will refer to the event described in the submission of 10/15/96.

Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon completed the procedure by manual suture. The hospital has reported that no pt injury occurred.